Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump buttons was not working. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they was tried to give the bolus and then insulin pump button was not responding. Customer stated that there was an hours the buttons was not working. Customer was replaced battery and everything. Customer was advised that call back if the buttons was not working again. Customer was ok with not replacing insulin pump. The insulin pump will not be returned for analysis.